Event description:
Event description guidant received information that this device was part of a legal action. Accorinding to the legal claim, the patient passed out, had shortness of breath, and trouble walking. There was no information in the legal document regarding any additional underlying patient conditions.